Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. It was reported that the physician detected a thrombus inside the rinsing hose of the vizigo sheath. He thinks that the thrombus was caused by the pentaray catheter which was used with the sheath. Act was above 350 later on about 400. Irrigation saline was prepared with heparin 1 i.e. /ml. No patient consequences were reported. The specific date the adverse event occurred was on (B)(6) 2022. The adverse event was discovered intraoperatively of biosense webster products. The physician¿s opinion on the cause of this adverse event was due to bwi product - pentaray (maybe surface irregularities on a spline). Generator information- osypka generator. Thermocool® smarttouch® sf catheter used was used but not at the time as the mapping was done. Customer has fast anatomical mapping (fam) dx module and uses mapping catheter independently from ablation catheter. Force visualization features used were dashboard, vector and visitag. Force visualization features used were¿ graph, dashboard, vector and visitag. Parameters for stability for the visitag module used were 3sec, 4mm. Additional filter used with the visitag was accuresp, ai. Char/coagulum/thrombus/clot was located inside the rinsing hose of the vizigo sheath. It was not an issue of the ablation catheter but the combination of pentaray + vizigo. Act practice of the physician was act 350 -400, measured all 20 min. Hcp confirmed that there was no patient harm. Thrombus/clot is MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Biosense webster manufacturer's reference number (B)(4) has 2 reports. The other report has been submitted for the vizigo sheath.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-feb-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. It was reported that the physician detected a thrombus inside the rinsing hose of the vizigo sheath. He thinks that the thrombus was caused by the pentaray catheter which was used with the sheath. Act was above 350 later on about 400. Irrigation saline was prepared with heparin 1 i.e. /ml. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device did not irrigate correctly, it was found obstructed in the shaft area due to dried saline solution. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no internal actions related to the reported complaint condition were identified.  The cloth issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).